Event description:
According to the complainant a prosa valve was unable to be reprogrammed postoperatively. The patient was implanted on an unspecified date. It was noted that perhaps it had been implanted "too deep". The valve was explanted on (B)(6) 2017 and returned to the manufacturer for evaluation. Further details were not provided. Patient age: (B)(6). Height: 174 cm.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) we received the valve in our return kit. The valve was inserted in an unknown liquid. The prosa was set to pressure range 18 cmh2o at the time of delivery. Result: in the visual inspection of the valve, we could except for scratches not detect any apparent damage. Also the measurement of the parallelism could confirm this. In the further course of investigation we carried out a permeability test. The investigation has resulted that the valve more difficult permeable. Moreover it was possible to adjust the valves in all pressure ranges. To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the braking force was within the expected specification. In the further course of the investigation we carried out a computer controlled test. Here the prosa-valve was tested in the upright position with a pressure range of 20 cmh2o. Normally we expected a pressure of 0 cmh2o having an opening pressure of 20 cmh2o; that means that the pressure resulting from the difference of altitude is being compensated. At the first test have we an opening pressure at the reference flow level of 5 ml/h is measured 7,80 cmh2o. Based on the first result we have a confirm a slight tendency to over-drainage detected. Nevertheless, we execute a second test. The second test showed a slight deterioration of the values with opening pressure at the reference flow level of 5 ml/h of 10,87 cmh2o as well. We suspect the deposits inside the valve could have impaired the function and were washed out by our computer-controlled test solved. Given the fact that during the treatment with shunts the following complications may arise (as described in the literature): infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/under drainage we decided to dismantle the valves. Within the prosa valve we found deposits or substance of protein which might could be the reason for the assumed difficulties of permeability in the past . Based on our investigation results we have found a slight over-drainage confirm. The valve was more difficult to permeable and could be adjusted in all pressure ranges. At the time of delivery there is no failure detectable with the valve. No further actions required.